Manufacturer narrative:
The user facility submitted medwatch 0533050000-2022-8031 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large bore stopcock with rotating male luer lock leaked. During a lab draw from the patient's white lumen, blood was observed to be pooling inside the neutron cap. The blood volume was not reported. The cap and stopcock were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.